Manufacturer narrative:
An event of cardiac perforation was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and (B)(6) case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the cardiac perforation was procedural related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a paroxysmal atrial fibrillation procedure, a cardiac perforation occurred. After a wide area circumferential ablation (waca) in the left atrium, two atypical flutters were induced, mapped, and ablated. A final atypical cavotricuspid isthmus (cti) line was performed but the ablation catheter perforated the heart on the posterior section of the cti line on the same ablation session that terminated the flutter. The patient developed a cardiac tamponade and a pericardiocentesis was performed but the patient remained unstable. A sternotomy was performed to stitch the perforation and stabilized the patient. There were no performance issues with any abbott device.